Event description:
Customer reported 6 blood leaks on the CT 190g dialyzer. The leaks occurred from 6/2001 - 7/2001, users range from 1 to 10. Per the customer, there was visual blood in the dialysate and positive hemastix results. The event dialyzers and blood lines were discarded. New dialyzers and blood lines were set-up and the treatments were continued without incident. There were no patient injuries or medical intervention reported by the customer for these incidents.